Manufacturer narrative:
Patient was injected with radiesse dermal filler in the nl folds and malar regions. One day after the injection, the patient developed swelling and the skin turned a purplish color with signs of tissue break down, indicating necrosis. Physician treated the patient with nitro-paste and an antibiotic ointment. The patient is also using warm compresses 3x's daily and the area is now healing. During further review of this complaint; the medical device report decision trees were re-evaluated. The decision was made to file an MDR with the FDA due to the seriousness of the adverse event, requiring the nitro-paste. We regret the delay in the filing of this complaint.

Event description:
Physician reported a patient injected with radiesse dermal filler in the nl folds and malar regions. The patient is now experiencing purplish skin discoloration with possible necrosis.